Event description:
This lead was implanted on (B)(6) 2005. And was capped on (B)(6) 2013. For other non-product experience. The physician was (B)(6) at (B)(6). Additional information states, that this lead had visible insulation breach near/hidden by header. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).